Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings: a review of the pump history showed multiple ¿low battery¿ and ¿replace battery¿ alarms as well as an unexplained pump reboot on 10/29/2013. Evaluation revealed that the battery compartment was fully intact; no cracks were found. There was evidence of moisture contamination found on the underside of the battery cap. The battery cap was able to fully secure to the pump. During testing, the pump was exercised for 24 hours with no power loss or battery related warnings observed. A leak test was performed and no leaks were found. The pump current draws were found to be within the required specifications. The battery cap contact width measurements were found to be out of the required specifications. The pump case was removed and no additional moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn. The audio bolus button was responsive despite the damage to the button cover. Also unrelated to the complaint, evaluation revealed that the display was dim and discolored. The low and replace battery alarms and intermittent power issues were observed in the pump history but were not able to be duplicated during investigation. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the pump battery life seemed to have decreased. The pump was allegedly alarming for a low battery and to replace the battery more frequently. The yellow o-ring was visible on the battery cap during troubleshooting, however the cap was reportedly not damaged. Additionally, the reporter stated that the pump was intermittently powering off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.